Manufacturer narrative:
The bipolar marland instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, bipolar maryland instrument got stuck against uterus. The black sheath at the instrument¿s tip was folded onto itself. The instrument was stuck, and trocar/instrument had to be removed by a surgical assistant. A piece had also fallen off the arm and was found later. Sterile adaptor (sa) had to be cut off from the sheath of the arm to free it. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a robotic surgical procedure, a fragment from an instrument fell inside the patient while grasping tissue. The instrument had been checked before use and appeared normal, with no reported damage or unusual function throughout its use. There was no collision or resistance noted during instrument removal, and no injury to the uterus or patient occurred. All fragments were retrieved using another instrument and confirmed by the doctor, and no further procedures or imaging were needed. The surgery was completed robotically. The instrument has been shipped for evaluation, but the retrieved fragment was not returned. There were no photos or videos available, and no post-operative complications have been reported. The cause of the instrument breakage is unknown.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11 device evaluation: intuitive surgical, inc. (Isi) the bipolar maryland instrument to perform failure analysis. The instrument was analyzed and found to have torn insulation on the main tube. The torn material measured approximately 27.01mm x 5.85mm in size. The torn material was not returned. Additionally, the instrument was found to have a broken distal clevis at the ears of the clevis. The broken piece measuring roughly 8.19mm x4.48mm in size was not returned. The instrument was also found to have one bent grip, causing them to be misaligned. The offset at the tips was 1.14mm. The grips were not found to be cracked. The grip tip was bent due to the distal clevis breakage. The instrument was found to have the translucent cover on the proximal clevis torn and missing. The broken pieces, measuring roughly 9.16mm x 5.63mm in size were not returned. Components adjacent to this broken proximal cover showed damage. The distal clevis was broken and some pieces were missing.

Event description:
Refer to h11 for follow-up information.